Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a mo.ma occluding balloon catheter, it was reported that the balloon did not deflate and could not be removed easily from the patient. No patient injury was reported.